Event description:
It was reported that the device had issue which was likely due to an IV set leak which was ¿leaking aggressively¿ and tpn was ¿dripping out the bottom of the pump when the pump door was closed¿. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had issue which was likely due to an IV set leak which was ¿leaking aggressively¿ and tpn was ¿dripping out the bottom of the pump when the pump door was closed¿. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had IV set leak was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.